Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pain ("full body pain") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: denies the use of other products. In (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pain (seriousness criterion intervention required), muscle spasms ("cramping"), hypoaesthesia ("numbness"), paraesthesia ("tingling") and headache ("headaches"). The patient was treated with surgery (medical device removal). On (B)(6) 2023, all of the events were resolving. No causality assessment was received for essure with regard to muscle spasms, hypoaesthesia, paraesthesia, headache or pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pain ("full body pain") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: denies the use of other products. In (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pain (seriousness criterion intervention required), headache ("headaches"), muscle spasms ("cramping"), hypoaesthesia ("numbness") and paraesthesia ("tingling"). The patient was treated with surgery (medical device removal). On (B)(6) 2023, all of the events were resolving. No causality assessment was received for essure with regard to muscle spasms, hypoaesthesia, paraesthesia, headache or pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5119053) on 28-jun-2023. The most recent information was received on 12-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("full body pain") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: denies the use of other products. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013 she experienced pain (seriousness criteria disability and intervention required), headache ("headaches"), muscle spasms ("cramping"), hypoaesthesia ("numbness") and paraesthesia ("tingling"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (hysterectomy & salpingectomy). On (B)(6) 2023, all of the events were resolving. No causality assessment was received for essure with regard to muscle spasms, hypoaesthesia, paraesthesia, headache or pain. The reporter commented: essure has caused many health issues that have affected my daily life. I have just had surgery to remove on (B)(6) 2023 in which my fallopian tubes had to be removed as well. Discrepancy noted in essure removal date: (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jul-2023: regulatory authority reporter added. Essure removal surgery details updated. Reporter causality comment updated. Annex f codes updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.